Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges discomfort, lack of mobility, emotional distress, difficulty walking and popping/clicking. After review of medical records, the patient was revised to address left total hip arthroplasty. Revision note reported pain; and was stated that the cloudy fluid was due to metal debris and chronic inflammation related to that and did not feel that this represented chronic infection and the acetabular component was not loose but it was noted to be in marked retroversion.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf has no allegation. After review of medical records, the patient was revised for failed left total hip with severe pain. Operative notes reported moderated amount of milky-appearing fluid, chronic inflammation, metal debris, and there was significant burnishing of the femoral head and liner. The acetabular component was not loose but it was noted to be in marked retroversion. Doi: unknown; dor: (B)(6) 2011; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.